Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5112277/7070418.

Event description:
It was reported that the patient was not getting an adequate stimulation. All device components were explanted and was not returned due to facility policy.